Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that there were externalized conductors on the rv lead. High pacing threshold and high lead impedance were observed. The lead was explanted and replaced. The patients condition is good after the event.

Manufacturer narrative:
External insulation abrasion was noted at 14.3-14.6cm from the electrode tip, consistent with lead friction to another device or heart feature. Internal insulation abrasions were noted at 10.5-12.0cm and 13.0-13.5cm from the electrode tip. The etfe coating was intact at these locations.